Manufacturer narrative:
Patient information was requested and the information was not provided.

Event description:
The customer reported the ventilator shut down while on dc power due to no indication of a depleted backup battery due to charging/mains indicator did not illuminate. The customer reported there was patient involvement with no patient harm. The customer reported there was patient involvement with no patient harm.